Manufacturer narrative:
Additional information was received that the patient's ipg was not charging. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient's ipg battery was non-functional. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient's ipg battery was non-functional. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. No further information could be obtained.

Event description:
A report was received that the patient's ipg battery was non-functional. The patient underwent an ipg replacement procedure.